Event description:
A customer contacted beckman coulter (bec) reporting that less than 15 mls of fluid leaked from the check valve below the white blood cell (wbc) bath in the coulter ac*t diff 2 analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the leak from the lyse tubing by the wbc bath that had popped off. The fse replaced the lyse tubing which resolved the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).